Manufacturer narrative:
(B)(4). Additional information: the initial reporter declined to provide additional information. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing prior to death. It was not reported if the patient was using baxter pd solutions or baxter pd device(s) prior to passing away or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the device logs revealed there was no failure, malfunction, or increased intraperitoneal volume (iipv) event that could have caused or contributed to the home patient passing away. A visual inspection was performed with no issues noted. A power on self-test was successfully performed and the device completed a one hour therapy with no issues noted. The device passed all check and calibration tests successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, no failures, malfunctions, or abnormalities were identified that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.